Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during a stone removal in the bile duct procedure performed on (B)(6), 2014. According to the complainant, during the procedure, inside the patient, the distal tip of the device had detached and remained inside the patient. The detached fragment was successfully retrieved out from the patient with a basket catheter. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Initial visual inspection of the device revealed that the catheter shaft was kinked. The wire lumen was damage and it was noted that the catheter was broken right below the exit ramp. The balloon was inspected and found to be intact. The catheter was broken in two pieces proximal to the balloon. The balloon bonds were inspected and found to be continuous and intact. The reported defect of distal tip detached/separated was not confirmed as the catheter was found to be broken farther up the device. It is likely that a stone present in the bile duct resulted in excessive force being used during withdrawal and subsequently resulting in the catheter breaking. Based on the investigation results and available information, the most probable root cause of operational context, as it is most likely that occurred due to procedural/anatomical factors encountered during the procedure that limited the performance of the device. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during a stone removal in the bile duct procedure performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient, the distal tip of the device had detached and remained inside the patient. The detached fragment was successfully retrieved out from the patient with a basket catheter. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.